Event description:
The lead was implanted on (B)(6) 2011. Loss of capture with medtronic lead. Again epicardial electrode medtronic presents problems for proper stimulation, and the patient is taken to hca to try put a sc electrode for several hours trying to cannulate the sc unsuccessful, the patient is hospitalized for medical conduct this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).